Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included abdominal pain lower, vaginal bleeding, nausea, dizziness, constipation, spotting vaginal, musculoskeletal pain, hyperthyroidism, congenital platelet storage pool disease, ulcer nos, endocervical curettage, ovarian cyst, bleed in luteal cyst, uterine bleeding, pelvic pain female, failure of implant, early miscarriage, dysmenorrhea and pregnancy with contraceptive device. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion spontaneous ("she had 2 early pregnancy loss") and was found to have a pregnancy with contraceptive device ("she had 2 early pregnancy loss"). The patient was treated with surgery (remove both tubes/ essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient had experience another pregnancy episode which was captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2019: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain lower, vaginal bleeding, nausea, dizziness, constipation, spotting vaginal, musculoskeletal pain, hyperthyroidism, congenital platelet storage pool disease, ulcer nos, endocervical curettage, ovarian cyst, bleed in luteal cyst, uterine bleeding, pelvic pain female, failure of implant, early miscarriage, dysmenorrhea and pregnancy with contraceptive device. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous ("she had 2 early pregnancy loss"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("vaginal bleeding ") and was found to have a pregnancy with contraceptive device ("she had 2 early pregnancy loss"). The patient was treated with surgery (endometrial ablation and remove both tubes/ essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient had experience another pregnancy episode which was captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2019: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: new events abnormal uterine bleeding, pelvic pain , abdominal pain, vaginal bleeding were added. Essure implant date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain lower, vaginal bleeding, nausea, dizziness, constipation, spotting vaginal, musculoskeletal pain, hyperthyroidism, congenital platelet storage pool disease, ulcer nos, endocervical curettage, ovarian cyst, bleed in luteal cyst, uterine bleeding, pelvic pain female, failure of implant, early miscarriage, dysmenorrhea and pregnancy with contraceptive device. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion spontaneous ("she had 2 early pregnancy loss") and was found to have a pregnancy with contraceptive device ("she had 2 early pregnancy loss"). The patient was treated with surgery (remove both tubes/ essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient had experience another pregnancy episode which was captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2019: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.